Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. Technical services (ts) was consulted for further review of the presenting electrogram (egm). Ts reviewed the data and confirmed the rv lead shock impedances were measured to be greater than 125 ohms which is considered to be high out of range. No noise was observed on the egm and the shock impedances appeared to have been stable within normal limits (wnl) prior to this alert. Ts discussed possible causes and recommended for the patient to be scheduled in for an in-person visit for further evaluation. At this time, the rv lead remains in service. No adverse patient effects were reported.